Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a communication failure between the drivetrain motor and the processor board. The archive data indicated system error 71 (motor drive train command issue), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the complaint. System error 71 is a software-related fault that occurs when communication between the drivetrain motor and the system processor board fails. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear system error 71. Following firmware reinstallation, the platform was tested with the large resuscitation test fixture (lrtf) using good-known test batteries until discharged, without fault or error. The autopulse platform functioned as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) was deployed for the resuscitation of a patient in cardiac arrest. Upon powering on, the platform displayed a "system error, out of service, revert to manual CPR" message. The customer attempted to clear the error by replacing the battery and lifeband, but the error persisted. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.